Event description:
During surgery, the surgeon attempted to use the staple for a laparoscopic appendectomy procedure. After its use, the stapler pieces were dispersed inside the abdominal cavity of which the surgeon retrieved the pieces.